Event description:
It was reported that patients spinal cord stimulator had impedances. The patient underwent a battery and lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6). Batch: 7075483.